Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). (B)(6). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. No DHR could be preformed as no batch and lot number was provided investigation conclusion: based on no sample, the investigation concluded, bd was not able to verify the indicated failure. Root cause description:  undetermined.

Event description:
It was reported that a unspecified bd syringe was used for testosterone injections and the syringes caused numerous "messed up deliveries" due to the retracting syringes.